Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (10) years, since the subject device was manufactured. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. And no obvious deviations, from instructions for use (IFU) were identified. Based on the results of the investigation, olympus was unable to determine, what foreign material was involved. However, it was confirmed, that the foreign material remained in the knob wire. There was no physical damage to the location of the foreign material. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance, with the following instructions for use: instructions for use states: that detection method in tjf type 150, operation manual, chapter 3: preparation and inspection. Instructions for use states: that preventive measure in tjf type 150, reprocessing manual, 3.5: manual cleaning. Olympus will continue to monitor field performance for this device.